Event description:
A report has been received where the dealer has stated the wheelchair was fine when upon delivery to the end user. Now the child took it to school and returned it with bolts missing from the back recliner assembly. The dealer confirmed the bolts were present and installed when delivered to the end user. No injury occurred.